Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage on charged coupled device unit, b30 error occurred; due to dirt on electrical contact of video plug, b30 error occurred; bending section cover had a scratch; adhesive on bending section cover had a chip; video connector had a crack and a scratch; control unit had a scratch; grip had a scratch; up/down angulation lever plate had a scratch; right/left plate had a scratch; lock engagement lever (surgical products) had a scratch; angulation lever had a scratch; right/left lever had a scratch; light guide connector had a scratch and deformed; video connector case has a scratch; light guide cover glass has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the deflectable videoscope displayed error indication. The issue was found during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the caused of the reported issue may be due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that a component on the circuit board had a defect. However, specific root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: the operation manual, chapter 3 preparation and inspection, section 3.3 inspection of the endoscope, describes the methods for inspection. Olympus will continue to monitor field performance for this device.